Manufacturer narrative:
Mfg. Lot build review a review of the mfg. Lot build database for the reported lot# 2883691 (mfg. 06/2014) showed (B)(4) units; lot# 2939706 (mfg. 10/2014) showed (B)(4) units; lot# 2958834 (mfg. 11/2014) showed (B)(4) units and lot# 3040554 (mfg. 04/2015) also showed (B)(4) units were all mfg. Tested inspected & released. There were no exception documents generated during the lot build. The involved devices or same lot samples were not returned for analysis and confirmation. The exact cause(s) of the reported event(s) issues are unknown at this time. The mfger. Will continue to monitor and trend these types of reported product issues and initiate preventative measures as applicable. Devices not returned.

Event description:
Int'l. (France) complaint received reporting component damages/air in line with use of set-up consisting of gambro hospal 6 artisethd (ref. Hddnlhc / 115511) and teleflex cannon 15f 32/27 (ref. Cs 15322- vsp); and tego connectors. Distributor (as translated ) reports events/issues that occurred in (B)(6) 2015 as follows ".. During a dialysis session, before the catheter connection .. Noticed damages on the connector of the catheter with a crack, leading to air inlet. This defect seems due to the successive connections and disconnections of the tego cap used on the 2 catheter lumens. The tego cap seems to have a tight screw thread and obliges to use some strength to connect it on the connector of the catheter and impairs it. .... " follow up information also reports the tego connectors were in use four days, where unspecified number of infusions, treatments were administered without issues. Medications/drugs administered identified as lovenox, aranesp, iron, heparine. There were no reported adverse patient consequences and or outcomes. The reported information states the mating device components were damaged and the source of the air inlet. There were no statements indicating the tego devices were damaged. Although requested no responses to requests for additional event information and status of device(s) available to be returned for investigation.